Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported experiencing a loss or change of therapy. Since implant she had three occasions where she had to go to the bathroom every 10 to 20 minutes. She asked if it could be related to her drinking a lot of ice water and coffee prior to those occasions. The patient took a lot of different medications every day and had been very thirsty for the past two weeks prior to (B)(6) 2015. She could feel stimulation and on (B)(6) 2015(B)(6) , she could feel stimulation at the implantable neurostimulator (ins) site and down her left leg into her left foot. She decreased stimulation from 1.8 to 1.7. The following day, her toe was completely red and she wondered if that had something to do with it. The patient talked to a secretary at her healthcare provider's office and was told that they thought she was drinking too much water and might have diabetes. The patient was told to talk to her primary care doctor. No potential event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.